Event description:
Patient with end stage heart disease. Lvad used while waiting for transplant. On 04/07/1999, the nurse reported that over the last couple of days the liters per minute (lpm) went from 7-8 to 10 lpm with a rate of 140 bpm. When the patient exercises he feels bad and is anxious. Cultures and chest x-ray taken. On 04/08/1999, as the surgeons were performing a sternotomy, the outflow valve conduit disconnected from the outflow elbow screw ring resulting in rapid and large blood volume loss. Possible cause was suturing. The patient was transplanted, but expired two days later on 04/10/1999, of multiple complications of heart disease.